Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the dislodged and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported on (B)(6) 2018 that patient's blood glucose levels reached over 500 mg/dl while wearing the pod for two days. It was noted that the cannula was out. When removed from the infusion site (leg), the pod's cannula was found bent at a 90 degree angle. As treatment, a manual injection of insulin (3u) was delivered, water was given to patient and a new pod was applied. It was noted that there was an endocrinologist visit, no date was given and the endocrinologist stated " son is all over the place with bg levels ranges from 70 to 350".